Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother initially called to report that the insulin pump was alarming for no sensor glucose available. During the call she reported that the customer experienced high blood glucose of 27 mmol/l; customer treated with the insulin pump. The call got disconnected and no further details could be obtained.